Manufacturer narrative:
Investigation: bd takes a systematic approach to investigating complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples and testing of customer returned samples if applicable. No lot number was documented in the submission of this complaint, therefore no batch history record review and retention kits examination could be performed. The complaint samples were not provided by the customer and no return sample analysis could be performed. The investigation did not find a root cause for the ¿false negative¿ that was observed. Bd cannot confirm the complaint based on the investigation that was performed. Bd quality will continue to monitor for trends related to the veritor system. No CAPA required.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 5 false negative results were obtained by the customer. Repeat tests were performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4)

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua#: (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 5 false negative results were obtained by the customer. Repeat tests were performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4).